Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and high thresholds. The rv lead remains in use. It was also reported that the left ventricular (lv) lead exhibited high thresholds. It was further reported from follow-up with the clinic that the patient reported having a biopsy of the lymph nodes for "slowly growing cancer" and reported that "trauma" to the cardiac resynchronization therapy pacemaker (crt-p) occurred during the procedure as well as significant hematoma. The patient also stated they were told one of the lead "moved during the procedure", and subsequently lv thresholds had significantly increased since resulting in higher outputs and premature crt-p battery depletion. Rv and lv lead outputs were decreased with lv capture management programmed off to improve battery life, and the crt-p and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted: (B)(6) 2006; 479888 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.